Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of functional issue with the 14v battery could not be confirmed with 14v battery (serial # (B)(6); however, the reported event of damage was confirmed. Visual inspection revealed contamination on the metal contacts, but the damage did not result in any functional issue during the evaluation. The battery pack was accepted for charge with no error code when inserted into the test universal battery charger. The battery passed the discharge/charge test using an electronic load based battery test system. A root cause of the functional issue and contamination could not be determined. Heartmate 3 patient handbook rev d. Under section 3, battery charger overview, describes setting up the battery charger before use ¿before using the battery charger to charge heartmate batteries, it must be plugged in and turned on. The display panel on the front of the charger displays messages during setup and operation.¿ also, under ¿checking battery charge status using the on-battery power gauge¿, describes how to use the on-battery power gauge to confirm that the battery is fully charged. Under section 7, alarms and troubleshooting, battery related advisory messages ¿if the battery charger detects a problem with a battery, such as battery voltage too high or too low, or open battery circuit, the red light for the pocket comes on and a telephone symbol appears on the display panel to indicate a battery fault¿. Under section f, safety checklists, schedule a battery charger inspection and cleaning with thoratec-trained personnel. The safety inspection and cleaning includes (but is not limited to) functional testing, cleaning, and inspection. 14v battery (serial # (B)(6) was manufactured on 19jan2024 by the supplier. The battery was received for inspection. . No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the battery that was in the charger did not work after. The battery was replaced.